Manufacturer narrative:
Product event summary manufacturer's analysis indicated that the analyzer was unable to communicate with a programmer due to a damaged connector. The analyzer was to be sent for repair and restock.

Event description:
The analyzer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.